Event description:
Scrub tech plazed benzoin on patient's cheeks prior to placing nasal drip pad. Patients cheeks became reddened and puffy. Tape was gently removed in pacu and replaced with paper tape below the areas of irritation.